Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported broken struts on the filter were confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion in the internal carotid artery. An accunet embolic protection device (epd) was advanced into the anatomy without issue; however, the physician observed that a strut of the filter basket was broken, but did not separate. The accunet was withdrawn. It was noted that some resistance was felt during removal due to the friction with the anatomy. A new non-abbott epd was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
The device was returned. The tip of the retrieval catheter was separated and not returned. The account confirmed that the separation did not occur during use, but after the procedure. No additional information was provided.